Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, shortly after implant, this right ventricular (rv) lead was suspected to be dislodged. The patient had received inappropriate anti-tachycardia pacing and an inappropriate shock due to p-wave oversensing. There was also a decrease in sensing observed. At this time, the lead remains in service. No adverse patient effects were reported.